Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the pump found no anomaly. Analysis was not performed on the catheter as the catheter was not returned.

Event description:
It was reported that the device was explanted on (B)(6) 2014 and was replaced with another product from the same manufacturer. It was noted that the spinal cord catheter had a pin hole leak. The pump was removed with the old catheter for a complete revision of the old system. No rotor or dye study was reportedly done. The patient reportedly recovered without sequelae and sustained no injury. The patient's pump was intended to infuse preservative-free morphine sulfate. It was later reported that the patient experienced withdrawal symptoms and an increase in pain on (B)(6) 2014 due to the catheter hole at the distal portion. It was noted that there was a subcutaneous fluid collection at the spinal insertion site. There were reportedly no catheter segments left in the patient. The patient reportedly recovered without permanent impairment.